Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the flickering image could not be identified, nor could the phenomenon be confirmed/duplicated. However, it¿s likely the cause is related to the cracks on the lens of the rx module. The cause of the cracks on the lens of the rx module were unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed that the customer visera 4k ultra high-definition camera control unit¿s image has an intermittent flickering problem, ¿it is cutting in and out during cases screen flickering¿. The customer reported the problem was found during preparation for use. No death, injury or harm has been reported to olympus.

Manufacturer narrative:
The subject device was returned to olympus for repair. The repair evaluation was unable to confirm/duplicate the customer¿s reported intermittent flickering on the image. All output signals and the image were functioning appropriately. The evaluation noted the module (rx) lens is cracked. The investigation is ongoing; therefore, the root cause of the reported phenomenon cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.